Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (Patient codes): patient code e2401 captures the reportable event of unspecified gastrointestinal symptoms.

Event description:
It was reported to boston scientific corporation that an spaceoar vue device was implanted during a placement procedure performed on an unknown date. It was reported that after a successful spaceoar placement, and post radiation treatment. The patient experienced unspecified gastrointestinal (gi) symptoms. A colorectal surgical intervention was needed. Boston scientific has been unable to obtain additional details, despite of the good faith efforts (gfes).